Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the buttons of the video system center were jammed and did not worked. The issue occurred at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel recommended replace has poor appearance, bad locking mechanism scope, video cable due to wear in locker its needs to replace, and software version upgrade needed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as" buttons jammed not working-faulty switch" was caused by a power button became stuck due to jam caused the failure of power button. The cause of the failure could be fatigue due to repeated operation or damage caused by strong external impacts, but this was could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.